Event description:
Boston scientific was notified, while putting the coil in the microcatheter, the coil broke. It was impossible to retrieve or to put forward the coil in aneurysm. A piece of the coil was stuck in the carotid.